Event description:
On (B)(6) 2013, it was reported that the patient's device was not beeping, but the display was scrolling through the bolus data and back to the basal rate without the device being touched. After the batteries are changed this stops happening for a short period of time. The patient thinks the check button may not be functioning properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buttons passed the optical and functional investigation successfully and comply with the product specification. Nothing unusual was found which could contribute to the problem mentioned by the customer. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.